Manufacturer narrative:
(B)(4). This is a complaint where the hc failed the rite electrical ground bond test. A continuity test between the power entry module and the door post ground revealed the ground bus resistance was unstable. The assignable cause for rite test failure - ground bond was determined to be a loose setscrew on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specification.